Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. Information available stated that the coil stretched and the physician used a snare to remove it. However, medical intervention ( reported snare usage) is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that the physician decided to remove the coil (subject device) after implantation in the aneurysm.during the coil removal attempt, the coil had stretched and was difficult to be removed. It took two and a half hours for the physician to remove the coil with use of a vascular snare. The procedure was completed successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the physician decided to remove the coil (subject device) after implantation in the aneurysm. During the coil removal attempt, the coil had stretched and was difficult to be removed. It took two and a half hours for the physician to remove the coil with use of a vascular snare. The procedure was completed successfully. There were no reported clinical consequences to the patient.